Event description:
It was reported that during a prophylactic extraction of the right ventricular (rv) lead an insulation breach was noticed when dissecting the leads in the pocket. It was noted that the insulation breach appeared to be where the rv lead was moving against the atrial lead chronically. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. However, the distal conductor was distorted, fractured (overstress), and had blood/body fluid (not obstructed). The defib conductor was distorted and the inner tubing was kinked/buckled. The outer tubing was kinked/buckled and had an environmental stress cracking breach/breach (non-electrical). The outer tubing overlay had cosmetic environmental stress cracking and was melted. The exposed defib coil had a white substance and the outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.